Event description:
Philips trilogy 100 was being used by my mother. The machine alarmed multiple times and she became hypoxic, later went into cardiac arrest, and then subsequently passed away. FDA safety report ID# (B)(4).